Event description:
Investigation report: no samples or pictures received for investigation. Based on the reason of the complaint, we performed the visual inspection on all retained samples and no defects were found. In next step we performed a free flow and tightness test on one retain sample without finding any irregularities. We had no problems getting free flow. Additionally, we performed a practical test with pump and result was correct. The investigation of batch documentation did not show any deviations in relation to reported failure. Root cause: not determined, as no defects have been found during investigation performed on the retain samples. Without the affected samples, adequate analysis is not possible. Corrective action: corrective and preventive actions are not necessary as the complaint reason is not reproducible for us. Conclusion: based on these results we are not able to confirmed this complaint. Please note that it is very important to receive the affected sample to perform an adequate root cause analysis.

Event description:
Patient required a vasopressor to sustain bp - because the tubing would not prime, the patient's bp decreased to 63/36.